Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had a revision on (B)(6) 2015 where the catheter was replaced. The therapy details and reasons for the catheter revision/replacement were not known at the time of report. The pump was used to infuse an unknown type of baclofen. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.